Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer experienced continuous low blood glucose (bg 50s mg/dl); cause was not known. Juice, glucose tablets and food were consumed to address low bg. Customer continued to use pump for insulin therapy. Recommendation was made for customer to discuss event with their healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 4:34:31 am on (B)(6)2019. Cgm alert 1 (cgm low alert) enunciated at 4:29:31 am. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) values from 52-53 mg/dl were recorded by continuous glucose monitor (cgm) from 4:52:02 am to 4:57:02 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 4:52:02 am. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.